Event description:
It was reported that the patient had the inflatable penile prosthesis explanted for unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.